Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a door failure. The field service engineer stated that there was a failed icon on the screen but nothing to recover, so opened the top of the auxiliary tower using keys and then released all doors to allow them to fail. The failure icon issue was resolved, and customer was able to access the door. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a door failure. The customer stated that the device hmc-eda has a ghost failed tower door that is unable to properly fail or recover causing interruption and delay in accessing medication to patient. There were no adverse events or injuries reported based on this event.